Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: perforation, requiring surgical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported that the advance guide wire was delivered to the lesion, and the lesion was pre-dilated using a 2.0 x 15 mm voyager balloon catheter and another company's stent was implanted successfully. However, a couple hours after the procedure, the patient complained of chest pain and an anomaly was observed on the ECG. Thus, coronary angiogram was performed and revealed a perforation in the side-branch, proximal to the previously implanted stent. It was noted that the perforation occurred while selecting the lesion using the advance guide wire. Hemostasis was attempted with a balloon catheter but was unsuccessful. The patient was sent to surgery to treat the bleeding. Reportedly, the patient was in stable condition. No additional event or patient information is available.

Manufacturer narrative:
Results & conclusion summation - a perforation is typically related to circumstances in the procedure such as anatomy, morphology and physician technique. The IFU warns, "before a guide wire is moved or torqued, the tip movement should be examined under fluoroscopy. Never push, auger, withdraw or torque a guide wire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip." Angina, eeg/EKG changes and hospitalization are known to be effects of a perforation. The experience is most likely related to case circumstances; since the device was not returned, a conclusive root cause cannot be determined.